Event description:
Additional information was received stating that the lesion was a left c6 segment aneurysm. The patient did not experience any symptoms related to the abandoned procedure, and no actions or interventions were taken to resolve the abandoned implantation. It is uncertain whether there was any issue with the phenom 27 catheter. The cause of the pipeline failure to open and the damage was not determined. The distal section of the pipeline did not open, and this failure occurred both in vessel bends and in straight segments. No additional steps or devices, such as resheathing, wire, catheter, or balloon, were attempted to open the pipeline. Additional information was received that the ped2 mentioned in reference number (B)(4) and this report refer to the same surgery, and they occurred together. This complaint is related to mpxr 1378537 (ped2-500-25, lot number: d068567) and occurred during the same surgery.

Manufacturer narrative:
Per the new information received, it has been confirmed that this event is related to report 2029214-2026-00005. Please refer to supplemental reports following 2029214-2026-00005 for more information regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230788391); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery of ped2 using the phenom 27, a burr was observed at the pipeline's tip end. The patient was undergoing dense mesh stent implantation for aneurysm. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 6mm. It was reported that the tip end of the stent could not be opened. After repeated attempts, it was eventually opened, but under dsa fluoroscopy, obvious burr was observed at the stent¿s tip end. The implantation was abandoned. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.